Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to a routine follow-up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments. Internal insulation abrasion was found at 14.6-16.2cm and 16.6-17.9cm from the distal tip electrode. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.